Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range shock impedance measurements. Technical services (ts) was consulted and discussed other rv lead parameters were stable and in normal range. Ts suggested the clinic to consider turning on the non-sustained ventricular tachycardia (nsvt) alert in latitude next and to continue monitoring this patient. No adverse patient effects were reported. This rv lead remains in service.